Manufacturer narrative:
H.6. Investigation summary:photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that the insyte 24ga x 0.75in tip was found damaged during use while puncturing the patient. The following information was provided by the initial reporter, translated from spanish to english: "in the moment of puncture the material tip was damaged and it was requested other material and a new puncture performed to patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in tip was found damaged during use while puncturing the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the moment of puncture the material tip was damaged and it was requested other material and a new puncture performed to patient."